Manufacturer narrative:
(B)(4). Other(stent deformed during procedure). Eval, results: failure to deliver the stent; 90% stenosis. Eval, conclusions: 90% stenosis. Eval summary: the device was returned to medtronic for eval. The stent was positioned between the inner shaft markers and balloon pillows as per specifications. The sixth to the tenth proximal stent segments were raised and deformed. Blood residue was evident between the balloon folds. No further damage was noted. Procedural images were not provided for review.

Event description:
An endeavor sprint rx drug-eluting coronary stent system, diameter 2.75mm, length 24mm, was intended to treat a lesion in a pt. It was reported that the device could not cross the 90% stenosed lcx lesion and, on removal from the pt, the stent struts were noted to be deformed. The lesion had been pre-dilated once prior to the attempted placement of the endeavor sprint device. No pt injury occurred and no clinical sequelae have been reported.